Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced recurring insulin flow blocked alarms which led to a high blood glucose event lasting greater than four hours. The event involved product(s) mmt-1884, mmt-332a, mmt-394a. The customer has type 1 diabetes and reported using the insulin pump system within 48 hours prior to the event. . Customer was not using the auto mode/smartguard feature at the time of the event. The customer treated the high blood glucose with a pump bolus, and at the time of the call the blood glucose value was 430 mg/dl. Troubleshooting was performed regarding the recurring insulin flow blocked alarms. The customer reported changing infusion sets twice per day and confirmed that pump was functioning as designed. The customer was advised to monitor blood glucose and to call back if the issue persists. No further customer complications were reported. Mmt-1884, mmt-332a, mmt-394a were not expected to return.